Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors appeared to be intact. The obturator was received. The insufflation bulb was not received. Pmv performed functional testing: the balloon was inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on the right sided inguinal hernia repair (tep), the dissection balloon burst when the surgeon applied counter pressure. When this was removed the structural balloon was inserted and inflated and as the foam collar was being locked into place the dissection balloon disengaged from the shaft and remained inside the patient and the surgeon then had to use forceps to remove it. Also, while the mesh was being inserted down the trocar the grey seal came off and had to be fixed by the surgeon to keep a seal in tact for the gas. As stated, the surgeon had to manually dissect the space to complete the case.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.